Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that their infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. The customer's blood glucose was in the range of 380 mg/dl to 400 mg/dl. Customer declined troubleshooting for high blood glucose readings. Customer also mentioned other blood glucose values such as 425 mg/dl. Insulin pump will not be returned for analysis.